Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted during stent deployment after thumb slide advancement no longer deploys the stent the supera instruction for use (IFU) states: rotate the deployment lock to the unlocked position. Then, slowly advance the thumb slide to the distal most position of the handle. The deviation of the IFU does not appear to have caused/contributed to the reported difficulties as reportedly during attempted deployment, the stent could only emerge 2cm from the outer sheath as the thumbslide could not advance further. It is possible that the distal sheath of the delivery system was entrapped/bent in the heavily calcified anatomy such that the ratchet was unable to properly engage the stent; thus resulting in reported mechanical jam and the reported activation failure/ deployment failure; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. Pre-dilatation was performed with a 6mm balloon catheter at 20 atmospheres for 60 seconds. A 5.5x80mm supera stent was advanced to the lesion without issue and deployment was initiated. It was confirmed that the deployment lock was not unlocked and the thumb slide was not advanced to the most distal position on the handle. During attempted deployment, the stent could only emerge 2cm from the outer sheath, as the thumbslide could not advance further. The device was simply removed under fluoroscopy. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.